Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 435135 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the lead was replaced in (B)(6) 2010 due to a lead crack. It was noted that the patient did not do anything to cause it. The patient's health care provider had no information regarding this event.